Event description:
It was reported that a pt was discharged from hosp with a pain pump. The pt was instructed to turn the flow rate up from 6 to 12 ml/hr for a period of two hours. When pt turned pump back down to 6 ml/hr, he experienced hoarseness and difficulty swallowing. He contacted the MFR's hotline. During the conversation, he started feeling tightness in his throat. The clinical specialist advised him to call 911. Pt was taken to the ER because of the tightness in his throat. The pt was told by the ER that it may have been an allergic reaction. Follow-up the next day found the pt home and doing well.

Manufacturer narrative:
Evaluation summary: initial reporter indicated that the sample was not available for evaluation. The info contained herein is based on the info provided by the initial reporter. The initial reporter was the pt. During the conversation with the MFR's hotline, he began experiencing tightness in the throat during the use of a pain pump. The pt went to the ER and reported that it may have been an allergic reaction. There was no indication that the pump had malfunctioned. No further analysis of the device can be performed, as the device and lot number were not provided. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.